Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2011. It was reported that the pt was re-admitted to the hospital through emergency room after the scs system implant due to a numbness and weakness on both the legs and the feet that started from the hip. Pt reported numbness and weakness on the hip, legs and feet at post implant and during device programming as well. CT scan showed a herniation above the level of the lead. The device remains implanted. The pt was discharged from the hospital on (B)(6) 2011 to physical therapy. No further info is available at this time.